Manufacturer narrative:
One mst11 was received for investigation on 2/28/2017 and analyzed on 3/17/2017. Device was found to be in good condition. Evidence of use in a procedure was present on the needle housing, shaft and tubing. It was noted that tissue was present in the sample collection area. Device functionality was tested under simulated conditions. Device initialized normally and functioned as expected. Event was not duplicated - found to be conforming device. Device obtained 6 of 6 chicken samples. The device history records were reviewed. No non-conformances were found that would relate to this failure. Due to the discovery of the tissue within the cutter, event was reassessed for reportability against the result of the investigation. Following consultation with our medical director, due to the potential to cause or contribute to death or serious injury as a result of potential missed or lost tissue samples, pursuant to 21 cfr §803, this failure mode was determined to be a reportable malfunction. Thus, we are submitting this medwatch report.

Event description:
The (B)(4) affiliate reported that the doctor acquired only 2 tissue samples. The doctor pushed the biopsy button but no additional tissue sample.